Manufacturer narrative:
Engineering analysis determined that there was no evidence of premature battery depletion. There was a slight increase in power consumption after the parameters were changed. The power consumption matches the expected power based on the device settings.

Event description:
It was reported that this device was suspected to be exhibiting premature battery depletion behavior. A decrease of 1.5 years was observed between follow-up visits, which occurred within approximately 6 months. A copy of device memory was saved and submitted to technical services for review. Engineering review confirmed that there are no abnormalities in the battery voltage. The device appears to be depleting normally. There was a slight increase in power consumption after the parameters were changed, nevertheless the device power matches the expected power based on the device settings. This device remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that this device was exhibiting premature battery depletion behavior. A decrease of 1.5 years was observed between follow-up visits, which occurred within approximately 6 months. A save to disk (device data) was requested by a technical services consultant so that further analysis can be performed on the battery. This device currently remains implanted and in service. No adverse patient effects were reported.